Event description:
A malfunction related to an altitude alarm on a pump was reported. There was no adverse impact to the customer's blood glucose level. The customer's insulin delivery was currently suspended due to the altitude alarm, and they were advised to follow up once the pump case could be removed to continue troubleshooting.